Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determined that was associated with the issue.

Manufacturer narrative:
B3-date of event is estimated. It was reported to abbott a patient underwent a revision to replace an octrode lead with high impedance and an ipg that issued the elective replacement indicator. During the revision the damaged octrode lead was removed but could not be replaced. The ipg was successfully replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.